Manufacturer narrative:
E1: initial reporter first name: (B)(6).

Event description:
It was reported that stent shortened occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified external iliac. A 7.0x40x75cm express ld vascular stent balloon expandable was advanced and placed. However, during inflation, the stent shortened. A second stent was used to cover the shortened area of the first stent and completed the procedure. No complications were reported, and the patient was in good condition.